Event description:
Desara mesh was implanted on (B)(6), 2010. At a follow up visit, the patient mentioned that the area was "tender to the touch" and reported painful intercourse. It was found that the area lateral to the urethra on both sides was "tender to the touch". The surgeon said that he can feel the sling has "corded up" in those areas. During the implantation of the device, the patient displayed poor tissue quality as she kept tearing in areas that the surgeon wasn't even working on. The surgeon had to suture up the patient multiple times during and after the surgery. The patient is generally happy with the procedure and is continent. The patient was last seen by the surgeon on (B)(6), 2011. The surgeon will continue to follow up on this patient. Caldera medical has not received any complaints of slings "cording up" or contracting prior to this incident.